Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was attempted to be implanted due to being suspected of exhibiting high out of range shock impedance measurements. It was later determined that the issue was not with this device but with the right ventricular lead. Another device was implanted instead. No further adverse patient effects were reported.